Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The high performance display unit board was the likely cause of failure which is no longer manufactured. System replacement has been recommended. Block a: no report of patient involvement. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.